Event description:
No additional information provided.

Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Based on the limited information received from the customer, following multiple attempts could not be reviewed appropriately;  based on the customer¿s description with no failure issue identified it is difficult to deduce a defect on which they are reporting and connect it to a failure mode in the risk management documentation. The outcome of harm described of irritation/inflammation is assessed at multiple points in the risk management file root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm catheter broke and leaked the patient went to the hospital for treatment due to coronary heart disease. During the use of a closed intravenous indwelling needle, the indwelling needle leaked, the cannula fell off, and the puncture site became red, swollen, painful, and phlebitis.